Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. The expertise of the screw could not be realized and the few elements transmitted on the incident did not make it possible to identify the cause of the breakage.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. Broken screw - no information on circumstances surrounding breakage.